Manufacturer narrative:
Facility name truncated due to character limit: (B)(4). A customer from (B)(6) alleged an increase in single late CT positive results using reagent lot g32249 with the cobas® sars cov-2 qualitative assay for use on the cobas® 6800/8800 systems. All 37 alleged samples were indicative of samples near the limit of detection and no product problem was identified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged an increase in single late CT positive results using reagent lot g32249 with the cobas® sars cov-2 qualitative assay for use on the cobas® 6800/8800 systems. The samples retested negative. No harm was alleged. The initial discrepant results were released, per FDA guidance 37 total mdrs will be filed. Data was provided and 37 single target samples were identified over 8 runs that occurred on (B)(6) 2021 and (B)(6) 2021. Of the samples, 26 samples were negative for target 1 and positive for target 2 with cts ranging from 36.0-38.4 (presumptive positive). 11 samples were positive for target 1 with cts ranging from 35.7-36.7 and negative for target 2. The cts generates are all indicative of samples below the lod of the assay. The controls and qs values all appear normal. All results were reported with the note: if a CT value is> 35, the findings must be critically correlated with the clinical picture and anamnestic data. In order to assess the correctness of the result and the contagiousness upon initial detection, the time, type and quality of the sampling after exposure or the onset of symptoms must be taken into account. In case of doubt, a new sample collection and a second test using pcr is necessary for clarification. If pneumonia is suspected, secretions from the deep respiratory tract should preferably be examined. The nasopharyngeal samples were collected using an eswab from copan; article no. 490ce.a or copan floqswabs article no. 503cs01and stored at 4-8 °c for only a short period of time. The samples were inactivated prior to testing using a method that has been accredited to din en iso 15189 since 04/2020. The sample was transferred to a cobas omni secondary tube for testing. The customer used non-recommended sample preparation practices. According to the method sheet, samples should be collected using: copan utm-rt system(utm-rt) or bd¿ universal viral transport system(uvt) and nasal swab samples collected in cobas® pcr media and 0.9%physiological saline. No samples were requested because all of the samples alleged are indicative of samples near the limit of detection (lod) of the test. Limit of detection (lod) studies determine the lowest detectable concentration of sars-cov-2 at which greater or equal to 95% of all (true positive) replicates test positive. An investigation was performed and no product problem was identified. Based on the investigation performed and the information provided there is no indication the product is not performing as intended. The discrepancy alleged is likely due to sample or site specific factors. These samples could be near the lod and contamination cannot be ruled out.